Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the handswitch would intermittently not expose. The site was able to use the footswitch without issue. No further information provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), lot/serial #: (B)(6), rev. E h3), the handswitch was returned for analysis. The system booted and readied. When actuated, the 2d button in intermittent when acquiring an image. 3d and store button were functioning as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was a spine procedure. There was a small delay to hook up the foot pedal. There was no reported impact to the patient.